Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. As a result of observation, there were no noticeable abnormalities in appearance. For a functional test, the syringe was filled with water and pressure was applied. As a result of the test the water leaked into the plunger. It was possible that the supplier's manufacturing process was the cause. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the device usage was discontinued due to an air leak. This occurred during patient use, no patient harm/adverse event reported.